Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of system revision due to infection with sepsis. Initially, the patient was seen by the physician due to complaint of site tenderness and new onset of swelling for a month, thereafter, physical examination revealed erythema, edema, and tenderness to touch. After follow up check up, the patient was admitted due to sepsis and had fatigue and shortness of breath likely secondary to pneumonia. Also, blood cultures resulted with gram positive cocci. There were no additional adverse patient effects reported. The rv lead was explanted.